Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer's blood glucose was 400mg/dl. The customer reported that he has a question regarding the pump. The customer stated his son had an issue with the insulin delivery. The customer stated will call back later tonight to troubleshoot the issues. The insulin pump will not be returned for analysis.